Manufacturer narrative:
(B)(4). Concomitant medical products: 42511200510 articular surface fixed bearing ultracongruent 62611365, 42532007101 natural tibia cemented 5 degree stemmed 63437237, 42502006401-femur cemented cruciate retaining (cr) narrow left size 8 63422236. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or photos provided; therefore, visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided there are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed.

Event description:
It was reported that patient underwent left knee surgery. Subsequently, patient has been experiencing pain with her knee implant and has been going through therapy.

Manufacturer narrative:
Upon receipt of additional information it was determined that this item is not reportable as only the bearing was revised.

Event description:
Upon receipt of additional information it was determined that this item is not reportable as only the bearing was revised.